Event description:
Technician alleged that the left head side rail cannot lock in the up position. No injury reported.

Manufacturer narrative:
The technician found that the screw was loose in the release arm and tightened the screw to resolve the issue. This MDR is a result of CAPA activity for the retrospective review of complaints.